Manufacturer narrative:
The device was returned and evaluation of the device identified the following: 1) grip has foreign objects 2) a-rubber has foreign objects 3) connecting tube has foreign object. A definitive root cause could not be identified. However, the white foreign material detected was determined to be related to previous investigations. The use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material was remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis exera iii colono videoscope grip, bending section rubber and connecting tube had foreign objects. There was no patient involvement.